Event description:
Medtronic received information that the pt with this bioprosthetic aortic valve exhibited symptoms of dyspnea. A cardiac murmur was identified, and an echo and subsequent catheterization demonstrated 3rd degree central aortic regurgitation. The decision was made to explant and replace the valve, which was performed without reported complication. Upon explant, two perforations were observed on one of the cups. The physician denied the possibility of infection as the pt had no symptom of fever or cold, and suspects that this incident was valve-related. The product has been returned for analysis.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: the product was received in an explant kit in a clear solution, 0.2% glutaraldehyde. All cusps are in the closed position. Large tears and abrasions in all cusps appear to be associated with bias wear contact and/or long suture tail. A hole in the belly of the left cusp appears to be due to bias wear and/or long suture tail. Remnants of pannus remain attached to inflow and outflow aspect of the sewing ring. Pannus is noted on the inflow margin of attachment. Radiography shows traces of mineralization in the host tissue adjacent to the right cusp. Review of the device history record shows that the device met manufacturing specifications when released for distribution. Conclusion: the gross analysis shows that the regurgitation was due to large tears in all cusps, which appear to have been caused by bias wear and/or a long suture tail. Pannus was observed on the valve. Reduced performance of the device occurred and was related to the event. Device changed out without reported adverse pt effect.